Event description:
Reporter indicated that patient was scheduled to have revision surgery due to pulse generator migration. Further follow up with implanting physician revealed that patient has had a major sinus infection and revision surgery will not be performed until it has resolved.